Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that hair was found inside the cassette pouch. Four pictures are attached. There was no patient involvement, and no harm reported.

Manufacturer narrative:
D9: device received on 7/11/2025. H3: the device was received for evaluation. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. Visual, functional and accuracy tests were performed, which confirmed that hair was observed within the cassette. The probable cause was due to a gowning error in tijuana. No further action was taken.